Event description:
It was reported that the customer received a motor error and a force sensor calibration values corrupted alarms. The customer's blood glucose level was 150 mg/dl. She was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump was received stuck on a constant alarm due to a software error. No display anomaly or audio anomaly was noted. The insulin pump had an unexpected blank display due to a faulty connector on the interface circuit board. The insulin pump had minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).